Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was incorrect labelling on an india specific label. The pacemaker was not used.

Manufacturer narrative:
The field complaint of mislabeled product was confirmed. Visual examination of the packaging, observed that the addendum sticker on the outer box had mislabeled model number consistent with label added after shipment from abbott penang. The device was tested on the bench and no anomalies were found.